Event description:
It was reported that the curved adjustable gastric band was implanted on (B)(6) 2009. It was reported the patient had lost weight and with no issues reported. Information provided indicated that at two years post implant the patient complained of pain and required a visit to ICU. The patient reportedly expired on (B)(6) 2011. The cause of death is unclear. The report indicates that there was either an inclusion and/or perforation.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Additional information has been requested, no response has been received to date. The information was provided by spain legal. A supplemental report will be sent upon receipt of additional information.